Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range and an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Reportedly a new cartridge was loaded, and insulin delivery was resumed. There was no reported adverse impact to the customer¿s blood glucose level.